Event description:
Patient presented to the physician, two weeks post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the operating room, evacuated the hematoma, irrigated the pocket with irrisept solution, and closed the incision. Physician prescribed antibiotics after the procedure was completed.